Manufacturer narrative:
(B)(4).follow-up information:physio-control further evaluated the device. It was determined that the cause of the reported failure was due to an open inductor, designator l1, leg 1 to leg 4, on the analog pcb assembly

Event description:
The customer reported to a physio-control service representative that their device could not be powered on. They tried again after having replaced the battery, but the device could not be powered on. There was no patient use association reported with the this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The device was tested with several batteries, but could not be powered on. It was observed that the device showed a service wrench icon and empty battery indicator in the readiness display. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.